Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 70x4.6mm, eccentric target lesion was located in the non-tortuous and moderately calcified right common artery. A 5.0-40, 135 wanda¿ balloon catheter was advanced to dilate the lesion but was unable to be inflated. The device was removed and found the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4). . Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).